Event description:
The customer's mother reported at 10:00 pm her son's blood glucose reached 387 mg/dl less than 4 hours after the pod was activated and she gave him a bolus of insulin (exact dosage was not provided). Upon removal she noticed the cannula was not properly inserted into his skin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.